Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient not able to feel stimulation was unknown. Hcp stated patient believes to be exposed to security device "electromagnetic". The steps to resolve this, patient to call office to arrange interrogation with vendor, if unsuccessful troubleshooting with manufacturer helpline. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient wanted to make sure their device was ok because they started a new job with security at a steel factory on tuesday ((B)(6) 2023) and the location where they were stationed had a lot of 'industrial strength' radiation sensors for trucks, 'db' radios, giant radiation scanners and a bunch of other equipment and they felt their device acting up/it was 'extremely-extremely uncomfortable' so they had to turn it off. The patient stated the room they were in had a kind of static-y energy in it and every time they touched the equipment they got a little shock, not in the device, but just in general, and the shock wasn't strong enough to knock them over but then they also would feel a zap or an increase in pressure from the therapy but then it went away. The patient stated they did kind of feel pain after they shut the therapy off, but noted they weren't sure if it was just residual from being shocked or if the component had been heating up, they didn't know. The patient stated they didn't want to turn the therapy off because then they'd have to be in the bathroom 50 times a shift and that was just not ok for the job but they couldn't be there at that site with the therapy on so they just had to leave the site. The patient stated they had to leave their shift early today because of that. The patient stated when they got home it was "mostly fine." And they consulted their patient manual afterwards and realized that a lot of those things could interfere with the 'programming' so they just wanted to make sure all was well. The patient stated that they also couldn't feel the stimulation any longer, even if they went up, there was only "this pressure or burning" there. The patient stated it was at random points and stated it wasn't a "full on burning" but that they'd go up with the stimulation high enough and only feel the pressure/burning. The patient stated they'd "had this before," but they didn't further clarify that statement and patient services did not inquire further on the comment as they were focused on the reason for call. The patient stated they called their managing health care provider (hcp) but they were a general surgeon and that while they said the patient could make an appointment with them, the hcp didn't seem too concerned after the patient told them what symptoms they had and sent the hcp pictures and the hcp had told the patient to call patient services. Patient services explained the role of patient services and reviewed the potential for electromagnetic interference with the patient and the patient stated that the equipment in that room was industrial strength so they imagined it had been pretty strong. The patient stated they were still getting a 50% or greater reduction in their symptoms but as the patient had concerns about if they'd damaged the device, patient services redirected the patient to their hcp to check them and the implanted system. Patient services also suggested the hcp could page a manufacturer representative to be at the appointment to check the system if needed. The patient stated they knew they couldn't work at that job any longer and that they were going to follow up with their hcp if they still had concerns about the therapy/implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.